Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had been desperately sick since the device was implanted. Caller stated they have had a uti infection since it was implanted and they were going to see their doctor on friday (B)(6) 2025 and they want to have the device checked to see if it's functioning properly. Caller added that they think the device was poisoning them and they didn't think it was working at all. They're considering having the device taken out. Caller noted that they go to the bathroom every half hour and they dribble and dribble. Caller also stated they had become incontinent. Agent asked caller if their doctor was aware of the uti and caller stated they call the doctor about every single day and they can get no relief. Caller mentioned that they've had enough urine tests that have come back positive to sink a ship; they cannot cure the infection and they've tried with several antibiotics. Patient requested a call from their manufacturer representative (rep). Patient services emailed rep. The patient was redirected to their healthcare provider to further address the issue. However, the patient later called back informing that they never received a call again after and also they wanted to adjust the therapy. Patient refused assistance by call and requested in-person training. Patient services guided patient to discuss with doctor in-person training and the rep was already informed about it by email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.